Manufacturer narrative:
This is teld pump. Pump error 54 was triggered since motor voltage regulator value 197 was outside the range( 202-233). Suspecting the hw. Unit passed the self-test and displacement test. No pump error 3, pump error 53 or pump error 54 noted during test. Unit successfully downloaded with thus. The downloaded history confirmed the pump alarmed pump error 53 (line number 5632 file number 2005) on (B)(6) 2023 21:01:58.000 due to software error. The downloaded history confirmed the pump alarmed pump error 3 on (B)(6) 2023 21:18:00.000 and pump error 54 (line number 356 file number 32127) on (B)(6) 2023 21:14:29.000 due to moisture damage to the pcb1 board. No moisture damage noted to motor assemblies per visual inspection. The following were noted during visual inspection: scratched case, corroded battery tube, cracked case battery tube, cracked battery tube threads, label damage (end cap label faded), and pillowing keypad overlay. Confirmed pump error 53 in the pump downloaded history due to software error. Confirmed pump error 3 and pump error 43 in the pump downloaded history due to moisture damage to the pcb1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 3, pump error 53 and pump error 54. Troubleshooting was performed and customer reported that the customer was able to clear the alarm and not able to complete the pump rewind the alarm occurred during basal delivery. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump  and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.